Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (2 mg/ml at 0.4996 mg/day) and ketamine (399.3 mcg/ml at 99.75 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the catheter was cut unintentionally when making an incision for a normal pump replacement. The damaged portion of the catheter was trimmed and a new connector was added. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.